Manufacturer narrative:
The peritonitis events occurred on an unspecified date in (B)(6) 2022. This report was received from a literature article: alfonso bunch, freddy ardila, ricardo castaño, sylvia quiñonez and leyder corzo, "through the storm: automated peritoneal dialysis with remote patient monitoring during covid-19 pandemic"; pages 1-4, blood purification, editorial, published online (B)(6) 2020 the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A study was performed involving 21 automated peritoneal dialysis (apd) patients experienced peritonitis. The cause and treatment for the events were not reported. It was not reported if the patients were hospitalized for the event. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.